Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 500 mg/dl (27.8 mmol/l) between 37 and 48 hours of wearing the pod. The reporter described a medical incident that occurred on (B)(6) 2026, in which the omnipod system apparently did not show any automatic correction boluses. The patient experienced very high blood glucose, nausea, and vomiting. The patient was taken to the hospital where they were diagnosed with diabetic ketoacidosis and were treated with intravenous fluids and insulin. The pod was removed from their abdomen and the infusion site appeared normal. Later, a new pod was applied, and the micro corrections are working again. The patient was discharged on (B)(6) 2026.